Event description:
During a ptca treatment procedure, the maverick monorail balloon ruptured at 3 atms on the initial inflation. The lesion being treated was a stenotic lesion in the rca. The pt was asymptomatic during this event. The maverick monorail balloon was removed and replaced with another maverick monorail 20/1.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.